Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-8120-70 (B)(4) description: artisan surgical ld 70cm 16 contact lead the explanted devices were not returned to bsn as they were kept by the medical facility. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the explanted devices found them to be satisfactory.

Event description:
A report was received that the patient underwent an explant procedure due to infection. The symptoms were drainage at the ipg site. The physician believes that the patient got a rash from using the adhesive and got a blister which turned into an infection. The patient was put on oral antibiotics and is reportedly doing well.